Manufacturer narrative:
Medical records did not contain any hospital progress notes, medication records, history and physical, admission/discharge summary or diagnoses for this hospitalization. Medical records did not contain dialysis progress notes or treatment records at or about the time of this hospitalization. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s hospitalization. Without the aforementioned medical records no conclusion can be made regarding a causal relationship between the patient¿s liberty cycler and reported events. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. The patient was a (B)(6) male who was recently admitted to the hospital from (B)(6) 2016 for nausea, vomiting and diarrhea. During the admission, the patient had a right upper quadrant ultrasound that revealed the gallbladder was distended with a small amount of sludge and no biliary dilatation. The patient improved with symptomatic treatment and was discharged home.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During review of a peritoneal dialysis (pd) patient's medical records it was discovered the pd patient was admitted to the hospital from (B)(6) 2016 with symptoms of nausea, vomiting and diarrhea. During that admission the patient had a distended gallbladder with a small amount of sludge, with no binary distillation. The patient markedly improved with symptomatic treatment and was discharged home. Medical records were received and are being reviewed.